Event description:
During the procedure, a surface reference electrode error was noted stating the reference patch was not detected. Attempts to reboot, disconnect and reconnect the surface link and replace the patch did not resolve the issue. A replacement surface link was not available, and the case was cancelled with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ensitex surfacelink (surflink) module was received for evaluation. The module was recognized upon connecting to a test station and ensitex amplifier. Evaluation testing revealed that the surflink electro-cardigram (ECG) and navx patches were all successful. An ECG simulator, ECG 10 lead radio-opaque cable set, were all connected into the test stations tracker software and using its internal oscilloscope, each ECG signal was able to be observed, isolated, and without observable artefacts. Pin to pin resistance testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the cause of the communication issue and subsequent cancellation remain unknown.